Manufacturer narrative:
The pump was unable to prime during the prime test and alarmed motor error during the basic occlusion test due to faulty force sensor. Unable to perform the occlusion or excessive no delivery tests due to the prime/fill anomaly. The motor was tested outside of the device and it passed. The pump had minor scratches on the display window, cracked battery tube threads, a cracked belt clip slot, a cracked reservoir tube, a cracked reservoir tube lip and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose was 4.5 mmol/l. The customer stated that the alarm occured to weeks ago and now as well it occured spontaneously. The customer stated that the device was not dropped or bumped but she went under scan often in the past several weeks and has been operated 3 times. The customer was advised pump will returned for analysis and will send replacement.